Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the air module shows a "?" Mark on the ccm and was alarming. The product was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Device not returned.